Event description:
It was reported that occlusion alarms occurred. The customer's blood glucose level displayed as "high" due to an occlusion event. The customer attempted to correct the high blood glucose level by taking a correction bolus via pump. To resolve the issue, the customer changed the infusion set and cartridge and resumed insulin therapy. There was no need for additional assistance as no recurring occlusion issues were identified, and the case was subsequently closed by cts.